Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: dr. Had two thyroidectomy patients return with nerve paralysis in the last two months. He explained that this was incredibly rare, he has only seen it one other time in 15 years. Dr. Was applying surgicel powder prior to closure. He did irrigate and removed excess powder on these patients. The first patient, an injury did happen to the nerve prior to closure, but it still stimulated when tested (either stray energy or blunt trauma while dissecting assumed). The second patient came back with dual nerve paralysis. Both nerves stimulated prior to closing, so the paralysis occurred postoperatively. Recurrent laryngeal nerves affected. If attempts to rehabilitate are ineffective (nerve grafts, etc.), a tracheotomy would be necessary for this patient. Dr. Is concerned about optic nerve IFU verbiage and interested in tissue and pathology testing with surgicel powder. What is the procedure date? Do not have it. What is the most current patient status? Still has nerve paralysis. Can you identify the lot number of the product that was used? No. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No. The following information was requested, but unavailable: have prior incidents of nerve paralysis been reported? What date did the nerve paralysis occur on? Was there any medical or surgical intervention performed to treat the nerve paralysis (product removed; re-operation; prescription medication)? If so, please clarify. If medication was required, please clarify if it was prescription strength. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? Where was the surgicel applied and it¿s relationship to the laryngeal nerves? How much surgicel was used during the procedure? Were there any intraoperative complications? What was the onset date of the laryngeal nerve paralysis? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative laryngeal nerve paralysis? What is the patient¿s current status? Event related to mw # 2210968-2022-00959.

Event description:
It was reported that a patient underwent a thyroid procedure on an unknown date and absorbable hemostat was used. After surgery and follow up of a thyroid procedure, the patient had nerve paralysis on the recurrent laryngeal nerve. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the physician described two thyroidectomy cases, which involved extensive surgical dissection. The physician noted that in both cases he performed intraoperative nerve stimulation tests, confirming that there was nerve function. In these two cases, the physician did not use large quantities of orc and was careful to remove excess surgicel powder, following hemostasis. Postoperatively, in both patients, the physician noted that there were clinical signs, which he believed to be related to nerve damage. The physician noted on the call that he could not confirm that surgicel powder was responsible and did not have proof that surgicel powder was responsible for this suspected nerve damage. He noted that there is a move to perform these procedures in an outpatient setting with same day discharge, which has resulted in a greater use of hemostats. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.